Event description:
It was reported that the leads were dislodged. It was also reported that there was infection near the device and the patient felt pain. The leads were explanted and replaced and the status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was pulled apart due to overstress and there was apparent explant damage.